Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection. Cultures were taken and (B)(6) was identified. Antibiotics were administered and the right ventricular (rv) lead and implantable pulse generator (ipg) were explanted and replaced with a leadless implantable pulse generator (ipg).